Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the balloon would not deflate. The procedure was completed with another extractor pro retrieval balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.